Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: there was unexplainable por events observed in the black box history. The returned battery cap coin slot was observed to be damaged/worn. The returned battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked above the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and there were no intermittent conditions or moisture found inside the pump or within the power circuit. The reported intermittent power issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be faded and dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.